Event description:
It was reported that this implantable pacemaker exhibited low amplitude, noise, oversensing, pacing inhibition, high pacing thresholds and high out of range pacing impedance measurements on the right ventricular channel. Due to this high out of range impedance, a lead safety switch was triggered. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.